Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the unit had error code 212 and monopolar 1 auto activated. There was no patient involvement,

Event description:
According to the reporter prior to use, the unit had error code 212, 215, 217, 228, 302 and monopolar 1 auto activated. Once the machine switched on, the monopolar 1 screen auto activating. There was no patient involvement.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis/evaluation found the generator gave error codes 212, 215, 217 228, and 302. Troubleshooting determined the controller pcba was defective. The analysis/evaluation found the monopolar 1 receptacle had a self-activation issue. Troubleshooting determined the monopolar 1 receptacle was defective. It was reported that the unit had error code 212, 215, 217, 228, 302 and monopolar 1 auto activated. The monopolar 1 screen was auto activating. The reported issues were confirmed. The most likely cause could not be established from the in formation available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the unit had error code 212 and monopolar 1 auto activated. Once the machine switched on, the monopolar 1 screen auto activating. There was no patient involvement.